Manufacturer narrative:
Product analysis: a visual inspection identified that the lower jaw at the tip of the pituitary has been sheared off at the locking pin. The broken jaw and pin were not returned. This is consistent with overload of force applied to the jaws of the pituitary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the instrument broke. The product came in contact with the patient; but no fragment of the broken product remained inside the patient. The surgery was completed without any issues. No patient complications were reported.